Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported dirty water coming out of the device after reprocessing issue could not be reproduced and could not be confirmed; the device was found to meet specifications. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection . Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope . Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. The customer¿s allegation could not be confirmed. There was no dirt found inside the channel. Additionally no water invasion was found during inspection. There were no other findings present. Additional information provided via follow up information: device was reprocessed and cleaned at customer site before sending to olympus service center for inspection. User did not investigate the dirty water. Device was not used to a patient with dirty water attached to the device. Device was properly cleaned including flushing of connected tubing and rinsed before manual disinfection appropriately without any delay in procedure. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported a dirty water came out after cleaned . Issue reported was found at reprocessing. There was no patient involvement, harm or user injury involvement.